Event description:
It was reported that the pt experienced hypoglycemia with loss of consciousness.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. The distributor learned of this event through social network media. When contacted, the pt advised that this event occurred over a year ago and that she was unable to recall the specific details. The pt also advised that she was a new pump user at the time of the event and she believed that user error was involved. The pt was unable to recall if she primed the pump while attached to the infusion set. The pt has continued to use the pump and reports that it is fully functional and she has not experienced any issues. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.